Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the distal part of the delivery system was broken. The physician realized that the delivery system was broken intraoperative. There was no damage to the packaging. The damage was to the screw gear near the tip capture release handle. The physician had problems opening the tip capture however, was able to successfully deploy the stent graft and completed the procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).